Event description:
It was reported that the implantable cardiac monitor (icm) was undersensing and recorded asystole episodes up to two days after implant and none after. It was noted that the episodes show characteristics of electrode disconnect and might be considered as false detections. These false detections are typically no longer seen once the pocket has healed and the electrode/tissue interface has stabilized. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).